Event description:
It was reported that "both rods broke six months into post op. The surgeon is not clear as to what he plans on doing to fix patient. Films have been emailed to rep".

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Result, and conclusion will be made available following engineering evaluation.